Event description:
Customer emailed stating that they had a mattress that has delaminated.

Manufacturer narrative:
Upon review of the pictures sent from the customer the entire urethane cover bubbles up and peeled away exposing the inside of the mattress cover. A new mattress was shipped out to the customer. This problem has been assigned to CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action.